Event description:
Additional information received states that after investigation, the patient's gender and age were unknown, and the patient underwent total hip arthroplasty in hospital due to "osteonecrosis of the femoral head" on (B)(6) 2025. During the surgery, the device of 121881754 was implanted. After the liner was placed, the edge of the liner was cracked during tapping and inserting. The surgeon immediately removed it out. After confirming that there was no residual fragment, a new liner (specific product code unknown) was replaced to complete the surgery. The placed acetabular cup had no scratch and was not removed. During this period, the surgery time was prolonged by about 20 minutes due to the removal of the fragments. This event caused no other harm to the patient except for the extended surgery time. The patient was discharged smoothly currently, and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "liner breakage intra-op. It was reported that during the surgery, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The patient is stable currently." The ea delta cer insert 36idx54od (lot. 4578924) returned to depuy synthes for evaluation. The complaint unit was forwarded to the supplier for further evaluation. Visual inspection revealed that the rim of ea delta cer insert 36idx54od was fractured. Fragments were not returned for evaluation. Metal transfer of erratic appearance can be found on the insert. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference in region between the top and center of the taper. The insert does not exhibit such patterns. Additionally, intensive metal transfer can be found at the proximal taper end and on the transition of the taper bottom. These metal transfer patterns indicate a tilted position of the insert during the impaction. The rim of the insert is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic insert and the metal cup. Therefore, it is assumed that the insert fractured due to a point load caused by a misaligned position of the insert in the metal cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the insert failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the observed damage of the ea delta cer insert 36idx54od may have been caused by exposure due to misalignment during the process of positioning the insert in the metal cup. Consideration must be given to all potential influences during the surgical procedure ¿ a manufacturing record evaluation was performed for the finished device [121881754 / 4578924] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device [121881754 / 4578924] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review ==> a manufacturing record evaluation was performed for the finished device [121881754 / 4578924] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Added: e3. Corrected: e2, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the total hip replacement surgery, the ceramic liner broke at the rim, then all the fragments were retrieved and cleared. The device was changed another liner to complete the surgery. There were no patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.